Event description:
Related manufacturer reference number: 2017865-2020-17446. It was reported that the patient's had presented for lead revision. The atrial lead had previously shown noise and the right ventricular lead had externalized conductors. The leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 29.1 - 30.0 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. An internal insualtion abrasion was also noted at 29.2 - 29.9 cm fom the distal tip. This is consistent with the observation from the field of noise.